Manufacturer narrative:
(B)(4). Canada vigilance - medical device problem reporting (B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported via maude that the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion side). On (B)(6) 2024, the dexcom g7 sensor had significantly inaccurate readings resulting in a lack of insulin dosing resulting in diabetic ketoacidosis (dka). The patient experienced nausea and vomiting and went to the emergency department. She thought she might have the flu as she was vomiting but the cgm numbers were within targets and even having repeat hypoglycemia. She treated hypoglycemia in the morning with juice and suspended the insulin pump. She ate a burger and fries but did not see blood sugar increase, so she did not self-treated with insulin. She started feeling dizzy and thought it was a symptom of hypoglycemia as the cgm reading was near 4 mmol/l so continued to treat hypoglycemia with a juice box and suspended insulin pump. The dexcom report shows that for 1 full day blood glucose values were all below 10.0 mmol/l. At the hospital, the cgm reading was 8.9 mmol/l and the bg reading was 37.5 mmol/l (taken 30 minutes later). The patient was diagnosed with dka. There was no documentation about the treatment provided at the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.